Manufacturer narrative:
One device was received for investigation. The reported complaint could not be duplicated. The device passed all functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was an over-infusion condition. This event occurred during testing. There was no patient involvement and harm.